Manufacturer narrative:
The reported device has not been returned for analysis. Should the device be returned a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4).

Event description:
(B)(6) reported that a xtra-silent nite slide-link appliance has broken. Reportedly the anchor fractured. No injury was reported.